Event description:
Description: I am a nursing educator in an (B)(6) program. The facility where I do clinical has just changed to the alaris smart pumps (with channels added to each side of the main pump). I have a concern that pts are not getting the prescribed dose of ivpb ordered with the system. Here is my example from last week. A pt with a saline lock had ancef 1 gram in 50 ml fluid ordered. From an alphabetical list, we chose cefazolin 1 gm in 50 ml. After the supposed infusion, there is still 20ml of the dose left in the tubing. The priming volume of the primary tubing states 20 ml on the package. I have been asking about ways to get in more of the prescribed dose solution, but am told any "work-around" would delete the safety feature of choosing the correct med and correct dilution on the pump screen. Is there any evidence to show that this med is just as efficacious with 3/5th dose as if the pt had the full 50ml of solution with the 1 gm of medication in it? Medication administered to or used by the pt: no. Pt counseling provided: unk. (B)(6).